Event description:
It was reported that the battery of a t: slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the tandem wall adapter into a working outlet and wait at least 30 minutes for the pump to begin charging. The customer also changed the usb cable.